Event description:
Additional information was received from a consumer. It was reported that when the doctor implanted the pump and catheter, they sent the patient home without connecting the catheter. The patient had to have it redone by a neurosurgeon one month later.

Event description:
It was reported that the catheter came out; therefore the patient was not getting any help from the pump. Per the reporter, they "redid" it on (B)(6). The pump was being used to infuse fentanyl and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.